Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2012-06728, 06729. The pt had an scs system for off-label use. It was reported, the pt was admitted to the hospital. Culture results revealed a staph infection at the ipg and lead site. As a result, the pt's scs system was explanted. The explanted product was discarded by the surgical facility. The pt was given IV and oral antibiotics to treat the infection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.